Event description:
It was reported that during a check-up a patient¿s vns device was found to have high impedance. The patient was referred for surgery. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Full revision surgery occurred. Follow-up was received from the company representative who attended the case. She provided that full revision was performed because the surgeon was concerned that because the impedance had been okay for 2 months and because the pin felt "tight" prior to re-inserting and resolving the high impedance, that there was actually a positional lead fracture. The explanted devices were reported to have been discarded by the hospital.